Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings: the complaint regarding insulin to carb ratio (I:c) calculating 8.6 units for 69 grams of carbs was reported on (B)(6) 2017; the pump history confirmed the pump was in use until (B)(6) 2019. Due to continued use of the pump, the bolus history for the time of complaint was no longer available to check I to c ratio for the time of bolus. During investigation, ez carb was tested with both of the user¿s settings and the pump calculated I:c correctly. Ez carb bolus calculations totals were correct. The pump passed all required testing for delivery accuracy. Unrelate to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.